Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported tubing crack but identified an activation issue with the ipp pump. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in cylinder body. This wear would not affect the functionality of the device. Cylinder passed all tests performed. The pump was leak tested, visually inspected, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work well and the patient visited the hospital two weeks before surgery. Inspection of the device revealed a crack in the connecting tube between the pump and the right cylinder. The cause of the cylinder connecting tube crack was not detailed by the hospital. The cylinder and pump were removed and replaced. The patient had a stable outcome following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work well and the patient visited the hospital two weeks before surgery. Inspection of the device revealed a crack in the connecting tube between the pump and the right cylinder. The cause of the cylinder connecting tube crack was not detailed by the hospital. The cylinder and pump were removed and replaced. The patient had a stable outcome following the procedure.